Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the consumer (con), reported they were no longer having this issue and seemed to have resolved after that one day. The cause for the issue was unknown. The patient was going to follow-up with the healthcare provider (hcp) if they continued to have any issues.

Event description:
It was reported that a patient with a history of parkinson's disease experienced a shocking sensation near the generator of the implantable neurostimulator when lifting their arm. Impedances were checked and found to be normal. The patient stated that the shocking sensation only occurred the previous day and planned to monitor the situation, with a follow-up with their neurologist if it continued. The device remains implanted and in service.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.